Event description:
It was reported that insulin cartridge leaked at o-ring while filled off pump, and issue occurred one time with 180 units of insulin loaded into cartridge. There was no adverse impact to the customer's blood glucose level. Cartridge lot number was unavailable, cartridge was not returned, and caller changed cartridge and successfully resumed insulin therapy without further issues.